Event description:
(B)(4).

Manufacturer narrative:
The device was received by resmed (B)(4) and is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the data logs confirmed the reported device pressure exceeding the set values. Based on the available information, it is possible that the pressure issue was due to an obstructed airway. The investigation found no fault with the device in relation to the reported complaint. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).